Event description:
Knighstar 330 bipap: error code 44. We currently own 14 of these units. In 2006, the co requested they be sent to the factory for preventative maintenance. To date some of these reconfigured units have displayed an error 44 code which causes the machine to turn off. Currently we have rec'd no detailed info concerning the error 44 events from MFR. The error 44 did not occur until after our units were returned from the requested factory preventative maintenance. We continue to make multiple attempts to reach co rep and to date have rec'd no satisfaction. Dates of use: 2002 - 2007. Diagnosis or reason for use: respiratory failure. Event reappeared after reintroduction: no.